Event description:
It was reported that, while in use on a patient, the graphical user interface (gui) display on a 980 ventilator went blank. The patient was not harmed or injured as a result of the reported event. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.